Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient, no evaluation could be performed, and the exact cause of the reported issue could not be ascertained at this time. Patient has not yet been revised. If patient is revised and part is returned an evaluation will be completed and manufacturer will file a follow-up report at that time. Device still in patient.

Event description:
It was reported to k2m, inc. That an everest screw fractured post-operatively. Patient will be revised at a later date.

Manufacturer narrative:
Patient was revised in mid (B)(6). The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the fractured screw has been retained by the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information. The patient continues to do well. Device retained by patient.

Event description:
Patient has been revised.